Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter act diff 2 analyzer gave erratic platelet results. Customer reported that no patients were affected and also no one died from the erratic results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the check valves and the probe wipe. The fse cleaned the area around the probe and could not reproduce the reported issue.